Event description:
It was reported that the physician saw the patient in follow up on (B)(6) 2012 and at that time, system and normal mode diagnostic tests revealed high impedance. There were no reported changes in seizure activity due to the high impedance, and the patient was referred for revision. X-rays have not been performed and it was reported that there was no suspected manipulation or trauma. Clinic notes received on (B)(6) 2012. Also, reported that the physician felt that the high impedance may have been related to battery depletion as the patient was implanted in 2004. The patient underwent a generator revision on (B)(6) 2012; however this does not appear to have resolved the high impedance, as high impedance was observed after the generator was replaced. The generator was left programmed off after surgery. Lead revision has not occurred to date as the surgeon wished to discuss this with the patient at a later time.

Event description:
On (B)(6) 2012, the physician called in stating that she was told that there was an issue with the patient's lead following the generator replacement on (B)(6) 2012. The patient was in the office and she did do diagnostics and both system and normal mode are both at limit with lead impedance high. She stated that patient did have similar readings before the surgery, but they thought that the issue was the battery and not the lead. Per the physician she planned to refer the patient back to the surgeon. The explanted generator was disposed of per the surgeon's request on the date of surgery and an implant card from the replacement was received indicating that lead impedance was high and that a lead revision would be scheduled at a later date. Revision is likely but has not occurred to date.

Event description:
Additional information was reported on (B)(6) 2012, indicating that the patient had a lead revision on (B)(6) 2012. The lead product will not be returned as the hospital disposed of products after they are sent to pathology.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.